Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: catheter. Product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 14-jun-2020, UDI#: (B)(4); product ID: 8709sc, serial/lot #: (B)(4), ubd: 09-jul-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient receiving baclofen (2000 mcg/ml at 225 mcg/day) via an implantable infusion pump. It was reported that a volume discrepancy occurred in (B)(6) 2020 and the catheter was revised.